Manufacturer narrative:
The manufacturer is currently waiting for the device to arrive.

Event description:
The user reported that pump was over-infusing. "Pump did not infuse correctly. Approximately 30 minutes before the bag was empty. Yes pt was involved, the infusion was running into his vein, no injury." No patient injury or harm occurred in this case.

Manufacturer narrative:
The device was tested at the client's site on 07/26/2017 and was found to meet all specifications. The flow rate had a calibration offset of 12% and was changed to 9%, and the final flow rate accuracy deviation was found to be -0.09%, which was within +/-5% specification. Zyno medical was unable to confirm the complaint.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00249).